Event description:
The description of the event is reported as: during a cholecystectomy, the applier misfired and would not close the clip. A second device was used without incident. No pt injury reported. No further information available.

Manufacturer narrative:
Sample received, but investigation is not complete at time of this report. Investigation is ongoing. A follow up report will be sent when available.